Event description:
While preparing the subject device for an enteroscopy procedure, the air/water flow was found to be insufficient, however, the device was still used to complete the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water nozzle was clogged with a white foreign material, causing unsmooth air/water flow. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified and the root cause of foreign matter clogging the air/water nozzle could not be identified. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿·operation manual_ inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·operation manual_ inspection of the endoscopic system. -inspection of the air-feeding function; -inspection of the objective lens cleaning function. According to the IFU, the reprocessing method for air and water nozzles is described below. ·precleaning the endoscope and accessories. -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ clean the external surface -immerse the endoscope in the detergent solution. -thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. -flush the air/water channel with detergent solution - remove detergent solution from all channels¿. Olympus will continue to monitor field performance for this device.